Event description:
Hcp from ed called in to report service error code patient arrived to ed with notes from rehab indicating issue with the wcd system. Power cycled wcd and code did not clear. Md reports no gel dispersed on skin. Patient was placed on telemetry in the ER. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.